Event description:
A report was received that a patient will undergo a pocket revision due to difficulty charging and the ipg being tilted.

Event description:
A report was received that a patient will undergo a pocket revision due to difficulty charging and the ipg being tilted.

Manufacturer narrative:
Additional information indicates that the physician revised patient's pocket. The patient is reportedly doing well following the procedure.